Event description:
PICC line that had been placed on 12/2/93 was found broken. The dressing on the PICC in the left antecubital area was intact. The part of the catheter broken was at the bottom edge of the "wings" of the catheter.